Event description:
On (B)(6) 2020, asystole episodes were recorded on this device due to loss of signal. Interrogation showed the same behavior. Device was explanted on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The biomonitor iii was returned for analysis. An interrogation of the device was properly feasible. The analysis of follow-up data and the devices memory showed that an af-episode with a duration of 16 seconds was recorded on (B)(6) 2019 at 10:15 am with appropriate sensing signals. Furthermore, an internal device reset was documented shortly after the episode at 10:32 am. Subsequently recorded episodes showed no signals, confirming the clinical observation. During the further course of the analysis an electrical testing was performed. During the test an elevated contact resistance between can and electrode of the biomonitor iii was noted indicating a damaged electronic circuitry which was confirmed after opening the device. The kind of damage clearly indicates an electrical overstress, presumably by an external defibrillation. Please note, that, by design, the device is protected against harm from an external defibrillation or electrocautery. Considering the extremely high electrical fields, a damage against the device cannot be excluded totally. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. In summary, the device was received electrically damaged, most likely due to the occurrence of electrical overstress. A review of the manufacturing records associated with this serial number showed no anomalies. There was no indication of a material or manufacturing problem.